Event description:
It was reported that the customer had two sensor needles that fractured or broke. The customer wore one sensor for three hours and noted the break once the sensor was removed from the skin of his/her abdomen. The customer's blood glucose levels are unknown. The product was not returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.